Manufacturer narrative:
The unit passed the functional testing, and uploaded properly on care link pro. No time frame uploading anomaly was noted. The report shows that the blood glucose was entered properly on (B)(6) 2014. The low/high alarm test functioned properly.

Event description:
The patient called for assistance with the care link software. The patient then mentioned that she was treated by the paramedics last year due to blood glucose levels below 40 mg/dl. The patient stated she was in a coma, and did not feel or hear any warnings of hypoglycemia. The patient felt stroke-like symptoms ten days later, and when she went to the emergency room, she was diagnosed with tia. The patient felt that the guardian needed to be replaced. Nothing further was reported.